Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported blood backed up into the tubing set; subsequently, the PICC line clotted. The plumset was connected to a 1.2 micron filter, and an unspecified bifurcated extension set was connected to the filter. The tubing sets were being used to deliver tpn and lipids at a rate of 1ml/hr or 2ml/hr. After an unspecified length of time in use, blood backed up into the tubing set and the PICC line clotted. The tubing sets, filter and PICC line were replaced and the therapy was resumed. The customer contact indicated the event may be related to the filter or "could be the filter and the tubing." There was no reported adverse patient sequelae. Though requested, no additional information was provided.